Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.

Event description:
Boston scientific received information that the right ventricular (rv) lead shock impedance measurement had increased from 45 ohms to 81 ohms, all other rv lead measurements were fine. The physician electively performed non-invasive programmed stimulation (nips) where all normal values were returned and no programming changes were made. Two months later a physician contacted boston scientific technical services (ts) as they were receiving a check lead message upon interrogation of the device. It was determined that the check lead message was due to an out of range shock impedance measurement, however the physician was seeing values of 60 to 80 ohms in the office. Ts encouraged the physician to discuss the shock impedance with the patient's following physician. An email was sent to the field representative in an attempt to obtain additional information from the clinic. No adverse patient effects were reported.